Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the por was a depleted battery. With this model ins, if the battery of the ins is depleted and stimulation is turned off even once, the por will be displayed when communicating with the clinician tablet. The rep replied to the hospital that they would check the situation in detail and make inquires to the manufacturer. Information regarding the cause of the por display would be provided to the hospital where they would look at it in detail at the next follow-up. The cause of the cycling settings being changed was poor communication. At the next follow-up, it was asked to move the communicator as close as possible so that communication was stable, and to communicator with sufficient battery of the communicator. Information regarding resolution of the cycling settings being changed would not be available until the next follow-up. The cause of the communication interruptions was unspecified, but unstable communication was noted. The previous instructions for the communicator were asked to be followed at the next follow-up. Log files and a session report were provided.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for intractable pain. It was reported that the same patient had experienced frequent interruption of communication with the clinician tablet during outpatient follow-up; there was an error code and an ins defect. Commu nication was repeated several times. The error code: por ID: 0xfffffe30 0x80000000 was displayed to the clinician tablet during communication during follow-up on june 12. Afterwards, communication was repeated again, but the cycling settings were changed to the settings of 4 seconds on/4 seconds off, which occurred twice. Originally set to 15 min on/15 min off. No other settings were changed. No telemetry data was available because it was the tablet owned by the hospital. The contributing factors were noted as "malfunction"; the physician's opinion regarding the causal relationship was product malfunction. Troubleshooting and actions taken to resolve the issue were listed as "recommunication". The issue was not resolved at the time of the report. No health damage was reported. No surgical intervention occurred nor was it planned.

Manufacturer narrative:
G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.